Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module appeared to short out during a routine heart transplant as the driveline was being cut while being powered to facilitate device removal. There was a report of smoke arising from the device at that time. The power module continuously alarmed, and the battery symbol went red. The system monitor returned to the home screen. The power module was removed from the operating theatre, and silenced by removing the backup battery. The device will be returning for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of smoke coming from the device, a red battery symbol, and continues audible alarms were not confirmed nor reproduced during evaluation of the returned power module s/n (B)(6). Testing performed on the device using tech service laboratory equipment revealed the device functioned as intended and the device operated within normal operating limits. Performed preventive maintenance. Installed new 12v sla battery clip. Performed safety test. Performed all tests per power module service procedure. The power module (B)(6) performed without any issues and passed all required tests. No device malfunctions were identified, and the power module s/n (B)(6) was forwarded to the rental/loaner pool. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 19may2017. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. No further information was provided. The manufacturer is closing the file on this event.